Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leak. It was reported that during preparation of the clip delivery system (cds) water was noted leaking near the lock lever and arm positioner. The device was noted used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported leak. However, the polyimide tubing was noticed to be unraveled. A review of the lot history record revealed no manufacturing issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the investigation, the reported leak appears to be due to observed irregular appearance on polyimide tubing. A cause for the observed irregular appearance on polyimide tubing could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The returned device analysis confirmed the reported leak. However, the polyimide tubing was noticed to be unraveled. A review of the lot history record revealed no manufacturing issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the investigation, the reported leak appears to be due to observed irregular appearance on polyimide tubing. The observed irregular appearance on polyimide tubing appear to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.